Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the surgeon positioned the ax55b instrument and then released the device to reposition it. The staples released and fell into the abdomen. Another instrument was used to complete the case.